Event description:
The customer reported that the system displayed a motion error message when booted up and the c-arm would not move. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm was checked for mechanical issues, the nodes were flashed and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.